Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device did not deliver the 5th of 5 attempted shocks. The patient subsequently died. Additional information has been requested.

Event description:
A customer reported that the device shocked the patient five times during a cardiac arrest and, on the sixth time, there was a shock equipment malfunction error. The patient subsequently died. The customer was unable to provide additional details. The customer stated it was unlikely the device failure impacted the patient outcome. No ECG monitoring strips or case event files were provided to philips for review. A philips field service engineer (fse) evaluated the device. The reported issue was not confirmed but was intermittent and the fse traced the issue to the capacitor and patient connector. The fse replaced the capacitor and patient connector. The device passed all performance assurance tests and was placed back into use with the customer. Multiple parts were replaced by the fse; we are unable to determine the cause of the reported symptom as more than one part was replaced.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Sending follow-up due to updated become aware date. An additional follow-up report will be submitted upon completion of the investigation.